Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose values were 495mg/dl and 259mg/dl. Customer¿s blood glucose value at time of incident was 345 mg/dl and current blood glucose value was 245 mg/dl. The symptoms of high blood glucose were jitery and thirst. Customer treated with bolus by pump. The drive support cap was normal. Customer declined to troubleshoot for high pressure test. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime anomaly noted during testing. Device had minor scratched lcd window, cracked lcd window, broken battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address number label and stained end cap sticker.